Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan as the fastening device, it appears that the surgeon may have over penetrated during insertion, causing the silicone retention tubing to come off of the inserter needle and into the patient's joint space. The surgeon was able to retrieve the silicone tubing and the procedure was concluded successfully w/o further issue or harm to the patient. Complaint devices discarded at user facility.